Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual inspection, it was noted that the first anchor was not attached to the suture, some part was frayed, and the second implant was inside the cannula attached to the suture. Upon functional testing, it was noted that the second anchor could not be deployed. Most likely cause is attributed to misuse due to user error.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-4501 anchor would not deploy. The surgeon attempted to deploy the anchor again, but it would not work correctly. This was discovered during a procedure on (B)(6) 2023 and completed using another ar-4501 meniscal cinch ii.